Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was just laying down in bed and the vibration suddenly began in their left ankle.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient was at 1.7 on program 1, but not getting relief and having ¿lots of incontinence.¿ it was noted that when they tried to go higher than 1.7, their ¿butt cheeks will just jump,¿ and it was uncomfortable. It was also reported that on (B)(6) 2017, the stimulation feeling went ¿from their thigh down to their ankle¿ so they turned it off. Troubleshooting included helping the patient move to program 2 at 1.0 volts, since they could not go higher on program 1. It was noted that the patient would try that setting. No further patient complications are anticipated or expected as a result of this event.